Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported stroke/thrombus remains unknown.

Event description:
Following a left atrial and right atrial flutter ablation procedure, the patient did not wake up and her neck was swollen. A CT scan and MRI indicated a stroke and thrombus in a brain vessel. During the procedure, the esophageal temperature increased from approximately 37c to 38.1c and stayed there for the last 2 hours of the case. Additionally, high impedance readings were noted on the generator for a short period of time. The catheter was withdrawn from the patient and the physicians reported there may have been some char but were unsure. The operating physician did not believe the char was the cause of the stroke. The thrombus was surgically removed, and the patient is in intensive care unit. The thrombus was suspected to already have been present in the left atrium, but did not show on any pre-procedural imaging.